Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 5300622 d4. Unique identifier (UDI) #: (B)(4). Investigation summary: bd received one photo for investigation. The photo was reviewed and the reported defect, underfill, was observed. Additionally, 20 retained samples were subjected to functional tests for low or no draw. All tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, 1 tube was underfilled. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, 1 tube was underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.